Event description:
It was reported that pump experienced malfunction with code and fault message but no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully cleared malfunction, and customer was advised to continue using pump and to call back if malfunction occurred again, which customer acknowledged and understood.